Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 3 years and 11 months following the implant of this transcatheter bioprosthetic valve in a patient with a bicuspid aortic valve, the patient was evaluated for chest pain and chronic heart failure, hypotension, and hyperkalemia were noted. Transthoracic echocardiogram (tte) revealed an ejection fraction of 25-30%, an elevated mean atrio-ventricular gradient of 32 mm hg with a peak atrio-ventricular velocity of 3.73 m/sec, and mild mitral regurgitation. Approximately three weeks following the tte, the patient was hospitalized for symptoms of weakness and nausea. During the hospital course, volume overload was noted along with previously described hypotension and hyperkalemia. The patient was discharged  two days after admission but was hospitalized again approximately one month later for chest pain, hypotension, and shortness of breath requiring bilevel positive airway pressure. Computed tomography of the chest revealed pulmonary edema and an echocardiogram revealed prosthetic valve stenosis, mildly reduced cardiac input, continued mild to moderate mitral regurgitation, and increased wall thickness. Nine days following hospital admission, it was noted that the patient's atrio-ventricular gradient had further elevated to 58 mmhg. Subsequently, coronary angiography was performed revealing severely elevated left sided filling pressures with severe valvular stenosis. A transcatheter aortic valve replacement procedure was scheduled as treatment. No additional adverse patient effects were reported.

Event description:
Medtronic received information that approximately 3 years and 11 months following the implant of this transcatheter bioprosthetic valve in a patient with a bicuspid aortic valve, the patient was evaluated for chest pain and congestive heart failure, hypotension, and hyperkalemia were noted. Transthoracic echocardiogram (tte) revealed an ejection fraction of 25-30%, an elevated mean aortic valve gradient of 32 mm hg with a peak aortic velocity of 3.73 m/sec, and mild mitral regurgitation. Approximately three weeks following the tte, the patient was hospitalized for symptoms of weakness and nausea. During the hospital course, volume overload was noted along with previously described hypotension and hyperkalemia. The patient was discharged  two days after admission but was hospitalized again approximately one month later for chest pain, hypotension, and shortness of breath requiring bilevel positive airway pressure. Computed tomography of the chest revealed pulmonary edema and an echocardiogram revealed prosthetic valve stenosis, mildly reduced cardiac input, continued mild to moderate mitral regurgitation, and increased wall thickness. Nine days following hospital admission, it was noted that the patient's aortic valve gradient had further elevated to 58 mmhg. Subsequently, coronary angiography was performed revealing severely elevated left sided filling pressures with severe valvular stenosis. A transcatheter aortic valve replacement procedure was scheduled as treatment. No additional adverse patient effects were reported. Additional information was received that confirmed a non-medtronic valve was implanted valve-in-valve approximately two and a half months following onset.

Manufacturer narrative:
Corrected data: b5. First paragraph corrected updated data: b5. Second paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.